Event description:
It was reported that the patients lead body was not straight. This was not confirmed through imaging.

Event description:
It was reported that the patients lead body was not straight and this was not confirmed through imaging. Additional information was received that the patients lead had migrated which was confirmed through an x-ray. The patient underwent a revision procedure wherein the lead was moved to its desired location. The patient was doing well postoperatively. The lead remains implanted.